Manufacturer narrative:
Device lot number, or serial number, not available at time of this report. (B)(4). Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. Suspect ent head frame not returned to manufacturer for evaluation, return not expected. Root cause likely to be use error, not to protocol, per the em ent head frame package insert ((B)(4)) stating the following: contraindications the em ent head frame is not recommended for: patients with circulatory diseases whose skin may be prone to damage from pressure from the silicone pads. Patients with topical treatments or oils that cannot/should not be removed. Unusual soft tissue sensitivity or damaged tissue at or near the intended mounting areas. Warnings: always screen the patient for adverse reaction to all patient contacting materials, especially adhesives, prior to the procedure. Do not mount the em ent head frame to irritated or wounded skin; skin reaction may occur. There is no indication the medtronic navigation, inc. Product malfunctioned. No parts returned.

Event description:
A medtronic representative reported that during a procedure using a navigation system, a head frame was placed directly on the patient's forehead and fixed with a frame strap, applying some tension. The strap seemed fastened as loosely as possible, however, over ten hours later, when removing the head frame, it was discovered that blisters had developed on the patient's forehead in the area where the head frame was attached. It is unknown what type, or if any follow-up treatment was required. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome. The head frame kit is in use at the hospital and will not be returned to the manufacturer for evaluation.